Event description:
It was reported that during the procedure, a 2.75x23 xience v rx stent delivery system (sds) was advanced without resistance via radial access to a restenosed lesion in the narrow mid left anterior descending coronary artery; after deploying the stent at nominal pressure, though the stent was angiographically confirmed to be fully apposed to the vessel wall, a distal edge dissection was noted. The xience v rx sds was withdrawn without resistance. The dissection was treated successfully via placement of a xience prime stent, concluding the procedure. No device or other procedural issues were noted. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was deployed in a restenosed previously stented lesion. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.